Event description:
Caller indicated the assure 4 was reading high. Pt took reading at 6:00am with a result of 70 about 15 min later, ambulance arrived, it was a reading of 38. Meter tested with control solution in range. Omaprazol before reading of 70. (B) (6). Usual readings of 120-130.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Not returned for evalution.